Event description:
The patient called in 12/2003 stating that the unit sparked electricity. (Orange and yellow) at the time of the standard electrodes 4 times a day. It was set on pre-set 1, at an intensity level of 28 amps. Patient was lying down, and the began to feel a shock. Patient stood up and looked in the mirror and saw a bright light. During this patient felt a shock that was "pinching" and "burning" patient. Patient has never dropped the unit and has taken care of it. Patient also had received a pen mark or pimple that was scabbing, patient felt that the mark was permanent.